Event description:
Patient reported left capsular contracture baker grade I and "recall". Patient representative later reported left capsular contracture baker grade iii, "fear of cancer", possible rupture on ultrasound. Patient representative also reported the non device related events of "breast implant illness, fatigue, headache, difficulty concentrating, sleep disorder, sweats, itchiness, tingling of the skin, and depression". The device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. Device photo analysis: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Malaise-ndr: unable to confirm as it is a medical event not related to the device. Headache-ndr: unable to confirm as it is a medical event not related to the device. Pruritus-ndr: unable to confirm as it is a medical event not related to the device. Sensation increase/decrease-ndr: unable to confirm as it is a medical event not related to the device. Depression-ndr: unable to confirm as it is a medical event not related to the device. Other-medical-ndr: unable to confirm as it is a medical event not related to the device. Varied injuries-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.